Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the manometer of a rd900 neopuff infant resuscitator was out of specification. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Tmethod:the subject rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) in california where it was visually inspected and performance checked by a trained f&p service technician. Results: visual inspection of the subject neopuff revelead physical damage to the enclosure. The complaint manometer and valve were performance tested and no fault was found with the device. Conclusion: we are unable to determine what may have caused the reported event, as no fault was found with the returned device. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected.

Event description:
A healthcare facility in texas reported that the manometer of a rd900 neopuff infant resuscitator was out of specification. There was no reported patient involvement.